Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stoppers are popping off and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the stoppers are popping off, and it presents blood sample spillage.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. The photos showed vacutainer tubes with the hemogard closures attached and a contaminated work area. If samples are received at a later date the investigation may be reopened. (B)(4)) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stoppers are popping off and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the stoppers are popping off, and it presents blood sample spillage.